Event description:
Initial total bilirubin result of 0.0 mg/dl and co2 result of 4.4 mmol/l on one patient sample. Same sample repeated recovered 9.7 mg/dl for total bilirubin and 20 mmol/l for co2. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine cause of results. The field service representative performed performance check tests which were within specification.